Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter broke and requested to be transferred to corresponding department. Customer reported that blood glucose was 40 mg/dl and treated with glucose tablets. Customer declined troubleshooting for low blood glucose.